Event description:
Patient reported problem with visible beading, lumps, with some redness, swelling and induration after collagen injection. Patient saw another physician who prescribed an oral antibiotic which patient felt had no noticeable effect.